Event description:
Patient presented to the hospital and required an emergency blood transfusion (hemoglobin 3.6). As a result, patient received uncrossmatched blood o (-). Type and screen identified patient blood type to be o (+). Patient developed fever and additional blood sample was sent to lab per transfusion reaction protocol. The type and screen run on analyzer resulted as o (-) not o (+) as initially reported. Because discrepancy identified the original specimen, the specimen submitted after suspected reaction, and an additional new specimen were all manually tested and resulted o(+), which is consistent with initial type and screen. No patient harm identified as a result of this event. Manufacturer response for analyzer, ortho provue (per site reporter). Manufacturer continues to investigate root cause of discrepancy.